Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unknown surgery, an unknown handpiece's electrical connection failed and its power was intermittent. The motor started in reverse in lock instead of on and increased effort was required to drill. The drill bit split. The tip remained inside the patient and could not be removed. The specialist expressed dissatisfaction and requested that the motors be checked. The procedure was prolonged because the motor could not be used. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.